Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was repeatedly failed and need to recover or reboot the station. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer replaced the latch micro switch as part of the troubleshooting process. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was repeatedly failed and need to recover or reboot the station. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.